Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 8.0 mmol/l. The customer stated that self test failed and pump error occurred. The customer stated that insulin pump did not received low battery alert prior to replace battery now alarms. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement and self test. No the motor arm cannot communicate with the main arm error anomalies noted during testing. No battery alert noted during testing. Hardware low level failures error confirmed in insulin pump history with variable due to broken trace at pin keypad assembly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.